Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient was admitted to the emergency room. Interrogation of the patient's device noted intermittent undersensing and high thresholds. It was further reported that multiple ventricular episodes were detected by the device and not classified appropriately due to intermittent undersensing of the ventricular signal and that r wave trend shows an increasing variability of r waves. The patient died the following day. The cause of death has been requested and not received.